Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for routine implant of the right ventricular (rv) lead. During the procedure cardiac perforation occurred. The patient was stable. Further information was requested but not received.

Event description:
New information received notes the right ventricular (rv) lead had a change in sensing and thresholds. The device was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.

Manufacturer narrative:
Additional information: b5 and h6

Event description:
It was reported that the patient presented for routine implant of the right ventricular (rv) lead. After the pocket was closed, a chest x-ray and echocardiogram revealed that the lead perforated the ventricle. The patient was returned to the operating room and the lead was explanted. The patient was stable.